Event description:
It was reported that the spring wire guide (swg) frayed upon removal, possible pull back through the septum. Information received on (B)(4) 2010 from distributor stated "we do not have patient (pt) outcome details at this point, although to our knowledge there were no issues. The clinician involved had attempted to pull the swg back through the septum, instead of removing the septum & swg together. However, the septum & swg were eventually removed together. The clinician involved has been in theatre all day today." Additional information received on 7/6/2010 from distributor reported that the pt was intubated, requiring long term IV antibiotics & pt's condition was stable. The doctor inserted a 3 fr peripherally inserted central catheter (PICC) into pt. Via the left cephalic vein. The catheter was not trimmed & inserted approximately 25cm. The doctor was happy with the position of the catheter. The incident occurred upon removal of the swg; probable undue force was applied. The doctor noted that the swg seemed to be under stress when she pulled on it. She noted that the plastic hub was collapsing & she removed the swg & hub together. The IV therapy commenced as normal & the swg was removed in full. There were no patient issues after the removal of the swg.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.